Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose reading was unknown. Device will be returned for analysis.

Manufacturer narrative:
The device was received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to flashing white lcd. Unable to verify blank display anomaly due to blank-flashing white lcd. Device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay's.